Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead was in the hospital for chest pain. Interrogation of the device showed inappropriate atrial tachy response (atr) for farfield oversensing. The lv lead had no capture at maximum output and high out of range pacing impedance measurements. The lv lead was programmed off. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.